Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2010. According to the complainant, the patient experienced pain, continued incontinence, and infections. The date of onset and exact nature of each is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2010. According to the complainant, the patient experienced pain, continued incontinence, and infections. The date of onset and exact nature of each is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4).